Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead triggered an alert for high out of range shock impedances. The patient was brought in and impedance trends showed that the values have increased from around 90 ohms to 126 ohms. Boston scientific technical services discussed that the lead is a single coil lead and the patient could be monitored until values reach the upper 140 ohm values. The lead remains in service. No adverse patient effects were reported.